Manufacturer narrative:
Complaint history analysis, mfg record review and risk assessment review. Result: complaint history analysis - 23 complaints for tip breakage. Manufacturing record review did not reveal any discrepancies that could be related to this issue. Conclusion: the complaint could not be fully evaluated as the device in question was not available for evaluation (discarded at foreign hospital) and the lot number was unknown. A change of material to biocompatible type (B)(4) stainless steel was made to mitigate risk of broken tip remaining inside patient, effective (B)(6) 2010. Most probable cause of an inner shaft tip breakage or bending is the instrument not being used properly. It is noted in the surgical technique that while the screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoid, as it can cause bending or breakage of the inner shaft.

Event description:
It was reported that while trying to remove a screw, the tip of the screw remover portion of the screwdriver broke off in the head of the screw. It was reported that the screw was still implanted by the surgeon.